Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device had an e5 error code. It was determined that this was a result of an electrical pin pushed back in the connector. This was a result of the connector body not being properly aligned with the console and being forced in. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during engineering evaluation the motor device was found to have an e5 error code. It was reported that this event is not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.